Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer had experienced low blood glucose and was unresponsive while being on the phone with a representative for about 30 minutes. It was stated that his mother came and found him passed out on the lawn. Mother stated everything was under control. Emergency services were not dispatched. Blood glucose value was 43 mg/dl. Nothing further reported.